Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the customer was experiencing high blood glucose and the following day his blood glucose was over 400 mg/dl. Customer stated after changing the set, infusion set and insulin, blood glucose got better, 268 mg/dl. Customer stated he was in surgery. The insulin pump didn't sound any alarms. Customer declined troubleshooting for high blood glucose level. Customer is not returning the device for further analysis.